Manufacturer narrative:
(B)(4). The customer was sent a replacement battery. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. As a result, defibrillation therapy would not be available if needed. The customer advised that the battery installed in their device had a lot code of 1541. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on. As a result, defibrillation therapy would not be available if needed. The customer advised that the battery installed in their device had a lot code of 1541. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report indicates: serial #: (B)(4). The initial medwatch report should indicate: serial #: (B)(4). The customer returned the device's battery to physio-control, however the battery was scrapped in error before an evaluation could be performed. Physio-control has made multiple attempts to contact the customer to confirm the status of their device and to see if the replacement battery resolved the reported issue. No response has been received from the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. As a result, defibrillation therapy would not be available if needed. The customer advised that the battery installed in their device had a lot code of 1541. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).